Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. The crt-p was used externally to pace the patient via a temporary lead until a new system could be implanted. No further patient complications have been reported as a result of this event.